Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A site representative, rn, reported that the surgeon was unable to verify the right tactile awl while in a spine procedure. The surgeon was able to register the registration probe and complete a successful registration. Next showed the right tactile awl to the camera and the software did not change to the tactile awl so they manually selected it, however, it remained at red status. While troubleshooting with medtronic representative, the surgeon decided to continue the surgery without the stealthstation treon guidance system and discontinue troubleshooting efforts. The surgery was completed with no impact on the pt outcome.